Event description:
It was reported that this patient had developed an infection and surgical intervention was performed around the xiphoid incision site which resulted in a cut to the electrode suture sleeve. The electrode had dislocated and pulled back to the device pocket. A revision procedure was performed at this time to revise the location of the electrode. Testing was successfully performed. The patient is currently being medically treated for the infection. Explanting the system was recommended, however the system remains in service at this time. No additional adverse events were reported.